Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. The device was evaluated on 08 february 2022 and the estimated remaining longevity was three months. The estimated longevity decreased from four years remaining to three moths remaining in a one year period. Technical services review of device data confirmed the power consumption had been gradually increasing and is higher than expected. The power consumption will likely continue to increase, and as a result, the estimated remaining longevity will decrease faster than expected between follow-ups. As a result this pacemaker was successfully replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.